Event description:
User alleges they had one ventilation monitor adapter circuit that came with the 6" flex tube disconnected from the tube in the unopened package. They opened, put together and assembled incorrectly. Resulted in pneumothorax. Patient spent extra few hours in hospital and chest tube placed.